Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited low pace impedance measurements of unknown value and high pacing thresholds. The rv lead was programmed off as a result. The patient was noted to be pacemaker dependent without intact atrioventricular conduction and it was requested that a field representative be present for the patient's next follow up appointment as they have experienced syncopal episodes in the past when performing sensing tests. It is unknown what, if any, tests have been performed to determine root cause of the issue. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.